Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections b5 updated and h6 medical device problem code updated. This report was inadvertently submitted and reports of this nature are typically not submitted as there would be no potential for clinical. This event invovled the review of post event data for uploading to teh custoemr network. Zoll medical corporation evaluated the device event file and verified that all the event information and waveforms were present. The device was recertified for clincal use. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the file transferred from the device to the user?s portal did not carry over. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.